Event description:
Procedure type: whipple. According to the reporter: there were two separate incidents that occurred where the following took place: the suture was used to suture the pancreas to the duodenum. Because the suture could not be tied under tension, the pancreas ripped apart, the knots were not secured. The pt then had leakage and died. Add'l info was received which indicated the doctor does not claim that the product caused or contributed to the event. To date, no further procedure or pt details have been provided. The second incident is reported under MDR access number 1219930-2008-00502.